Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. .there are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." Number 4 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2016-04097 / 04098 / 04099 / 04100 / 04101).

Event description:
During a shoulder scope-labral repair the anchor pulled out. There was a reported delay of 30 minutes in the procedure and additional holes were required to be drilled to complete the procedure.